Event description:
It was reported that, this right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent t wave and atrial signals oversensing in the right ventricular (rv) channel seeing in the blanking zone. The t wave oversensing had reset the ventricular timing cycle, which has caused paced rates below of 60 bpm. The patient was asymptomatic with these lower paced rates; however, it would be a clinical decision to reprogram the device. The technical services (ts) provided troubleshooting options and reprogram recommendations. This rv lead remains in service. No adverse patient effects were reported.